Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 40-45 mg/dl. Reportedly, the contact delivered a 10 unit bolus instead of the intended 10 grams of carbohydrates. Bg was addressed via consumption of carbohydrates. Reportedly, the customer left the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.